Event description:
It was reported that system diagnostic testing resulted in a dc dc of 0. Info from the epileptologist revealed the pt is non-verbal and no longer has any reaction to stimulation. Furthermore, programming the pt to a high output current resulted in pt not perceiving stimulation. A copy of the pt's programming history was analyzed and it revealed the dc dc code of 0 in system diagnostics never increased or dropped since he has been seen by the current treating epileptologist. X-rays were taken and analyzed by the treating epileptologist who did not find any anomalies with the implanted lead. At the moment, no pt trauma or manipulation is suspected and current plans are to see the surgeon.